Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the product surveillance technician (pst), the monitor passed startup self-diagnostics, service mode, blood parameter monitor (bpm) standard reference sensor (srs) testing, calibration and verification. The monitor was placed in operate mode for four hours and partial carbon dioxide (pco2) values recorded. There was no significant increase or decrease in pco2 values for arterial or venous bpm¿s were recorded. The monitor will be sent to central engineering for further evaluation.

Manufacturer narrative:
Updated blocks: g1, h3, h6 and h9. The reported complaint was not confirmed. The monitor passed the blood loop testing within the required accuracy. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the manufacturer sales representative, this has been an ongoing issue (no exact occurence date). Per the ccp, it is more of a nuisance and the point of care (poc) coordinator is concerned because the ccp is running extra samples each case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, when recalibrating the carbon dioxide (co2) from the first blood sample on bypass, the blood parameter monitor (bpm) overcorrects which leads to excessively low co2 readings. The device was not changed out, as this requires that the user run two arterial samples upon initiation of bypass to get the bpm unit to track co2 properly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 19-aug-2016: according to chief perfusionist (ccp), the partial pressure of carbon dioxide (pco2) required two in-vivo calibrations before the bpm unit began to more closely track with the laboratory analyzed value. The bpm unit was gas calibrated as per their usual practice. On the initial in-vivo calibration, the bpm pco2 measure was 40 mmhg and the lab analyzed value was 35 mmhg. The bpm unit was adjusted to 35 mmhg. Within just a few minutes, the bpm measure was 28 mmhg and the lab analyzed value was 36 mmhg (not much different than the 35 mmhg level on last in-vivo). The bpm unit was adjusted to the lab value of 36 mmhg. The bpm unit tracked well the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.